Event description:
It was reported the patient experienced a shocking or jolting sensation with the stimulator turned on. The sensation occurred when the patient was scooting across the seat in the truck or leaning against the back of a chair putting pressure on the ins. The symptoms were felt at the ins pocket. The patient remained at home in good status. Impedances were tested and were normal. The physician believed the shocking may have been due to sliding across the seat. The patent was getting normal stimulation. No reprogramming was done. No impairment was realized. The patient was satisfied with the results of the impedance testing.